Event description:
Ous MDR - after an implantation time of 23 months, it was reported that the patient had received inappropriate shocks. The lead was explanted and returned to biotronik. Aside from the shocks, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, multiple signs of wear could be seen along the lead body. Especially 20.5 cm distal of the is-1 connector pin, a kink could be seen in the lead, and the insulation was damaged at that site. This can be regarded as the cause for the clinical observation of inadequate shocks due to oversensing. The analysis results lead to the assumption that the lead was subjected to strong mechanical stress due to its permanently kinked position in the implanted state. Other damages found in the course of the analysis are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.